Event description:
It was reported that the bd insyte¿ autoguard¿ winged shielded IV catheter 20ga 1.16in (1.1 x 30 mm) experienced leakage and device damage/deformation while still considered operable. The product defects were noted after use. The following information was provided by the initial reporter: material no.: 381534; batch no.: 9325479. The customer states: "IV started with this catheter, unable to attach to IV line due to defect at the edge of the pink rim (hub). Unable to attach extension set easily and when forced the hub leaked from a visible crack. Catheter had to be removed and restarted which was very distressing for the patient. The next IV from the same box did not have the same problem."

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-06-18. H.6. Investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one catheter adapter and an opened empty package. Upon inspection of the received units damage to the base of the luer was observed. The damage observed would affect the threaded connection when attaching the tubing for the IV. No damage was found to the other side of the adapter. This was the evidence to confirm and support a manufacturing related issue for the reported defect relating to an equipment misalignment. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ winged shielded IV catheter 20ga 1.16in (1.1 x 30 mm) experienced leakage and device damage/deformation while still considered operable. The product defects were noted after use. The following information was provided by the initial reporter: material no.: 381534, batch no.: 9325479. The customer states: "IV started with this catheter, unable to attach to IV line due to defect at the edge of the pink rim (hub). Unable to attach extension set easily and when forced the hub leaked from a visible crack. Catheter had to be removed and restarted which was very distressing for the patient. The next IV from the same box did not have the same problem."